Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level went to 600 mg/dl after some heart therapy. Customer went to bed with blood glucose 150 mg/dl. Customer woke up and she had blood glucose of 400 mg/dl in the morning. Customer¿s current blood glucose was 297 mg/dl. Customer was assisted with performing high pressure test and it was passed. The insulin pump will not be returned for analysis.